Manufacturer narrative:
Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Also lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to neurological dysfunction. Neurological events are known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) from a study on a retrospective review of results regarding long term support in pediatric patients between jan 2008 and april 2014. It was stated from the literature review that "one patient was diagnosed with a cerebral thromboembolic event which appeared 33 months after left ventricular assist device (lvad) implantation." "Clinical manifestations included aphasia and right hemiparesis." "The patient was transplanted, and during follow-up, only a mild motor deficit of the right leg was noticed." No additional information provided. Sandica e, et "long-term mechanical circulatory support in pediatric patients". Artif organs. 2015 sep 28. Doi: 10.1111/aor.12552. [Epub ahead of print] pubmed pmid: 26411865.